Manufacturer narrative:
During primary surgery, because of a suspected broach/stem ratio issue, the surgeon was attempting to remove the stem that had been implanted, when the tip of the inserter broke off the stem. The tip was left in the stem. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product and/or lot information was not provided for the associated broach and inserter shaft. Use error is suspected regarding the instrument tip fracture. Improvements have been established to alleviate fracture even if used improperly. The investigation is unable to draw any conclusions without examination and/or knowledge of the manufacturing lot code. The investigation could not draw any conclusions regarding the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During primary surgery, because of a suspected broach/stem ratio issue, the surgeon was attempting to remove the stem that had been implanted, when the tip of the inserter broke off the stem. The tip was left in the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.